Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the examination under magnification of the returned embotrap device showed evidence of dislocations of the proximal coil. No other evidence of damage or deformation was observed on the returned device. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195-inch inner diameter (ID) tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample prowler select microcatheter. The returned embotrap device was able to be fully inserted into the sample prowler select microcatheter, delivered to the distal tip, and deployed without resistance. The complaint event was therefore not confirmed. A possible cause of the complaint event ¿resistance when delivering¿ is a restriction in the hub of the microcatheter, however this cannot be confirmed as the microcatheter was not returned with the device. A possible cause of the complaint event ¿failure to expand proximal markers¿ is tortuous anatomy, however this cannot be confirmed from the information provided. The root cause for this complaint cannot be confirmed based on the information provided. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. A review of the manufacturing documentation associated with this lot (24f077av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the process of removing the thrombus for the first time in a thrombectomy procedure, after the thrombus aspiration catheter (unspecified brand) and microcatheter (unspecified brand) were in place, the 5mm x 33mm embotrap ii revascularization device (et007533 / 24f077av) encountered some resistance during the process of being delivered into the microcatheter. The embotrap ii device was placed in the target position and deployment was initiated. The distal markers were opened well, but the proximal markers were converged and could not be opened. The physician retracted the embotrap ii device into the microcatheter and removed the embotrap ii and microcatheter from the patient. The original aspiration catheter was left and was used to aspirate the thrombus and complete the procedure. There was no report of any negative patient impact. On 28-jul-2025, additional information was received. Per the information the target vessel was the middle cerebral artery (mca). The vessel was tortuous. The information indicated that there was no procedure delay due to the reported issue and confirmed there was no negative impact on the patient. The complaint device was returned for evaluation and analysis. Based on the product investigation completed on 13-oct-2025, the issue reported has been determined to be reportable as a "malfunction."